Event description:
It was reported that a patient experienced a st segment elevation. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. Transseptal access was obtained without issues. The non-boston scientific mapping catheter was exchanged for the farawave catheter, during farawave positioning for the first delivery of pulses, it was noticed that the patient had a st segment elevation. The procedure was paused and assessed for patient complications, but no issues were observed. The event resolved on its own after two minutes. The procedure and ablation were resumed and completed successfully. The patient underwent a neuro evaluation which was normal per the results. The device is not expected to return as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.